Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately fives years post filter deployment, CT revealed filter was located partially above the level of the left renal vein and minimal caval perforation of the struts with one of the struts partially extending into the adjacent right ovarian vein. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Per medical records, filter was implanted in the suprarenal position but according to IFU it should be deployed 1cm below the renal veins. This could have contributed to perforation of the ivc. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly migrated and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) year old female, weight was not provided.